Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that one pt sample generated an architect stat troponin-I assay result of 0.041 ng/ml on architect analyzer isr01816. Twelve hrs later, a new sample was drawn and generated results of 0.059 and 0.048 ng/ml. The pt sample was also tested on architect analyzer isr00151 and generated architect i2000 stat troponin-I assay results of 0.000 and 0.012 ng/ml. The sample was recentrifuged and retested with results of 0.038 (isr 00151) and 0.053 ng/ml (isr 01816). The customer is not satisfied with the imprecision at the low end of the curve. Controls are also seeing this imprecision. A svc call was initiated. The te replaced the probes and cleaned the wash zones. The cta and the customer also discussed the sensitivity of the assay around 0.032 ng/ml and the letter sent to the customer explaining that the assay still meets the insert claims at 0.1 ng/ml. There is no impact to pt management reported.